Event description:
In 2006, the lay user/patient contact lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the pt on 07/05/06 to obtain and verify info; however the pt was unwilling to speak with the mas. The mas classified the case based on the original info provided. In 2006 in the afternopon, the pt obtained the blood glucose reading of 499 mg/dl. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt administered self-care by taking 45 units 70/30 insulin. Within 30 minutes, the pt retested her blood glucose level using another MFR's meter, and obtained the readings of 50 mg/dl. The pt experienced the symptom of feeling confused. It would have been helpful to determine if the pt rec'd any treatment following the 55 mg/dl reading, if she required any emergency medical attention, what meals and medications had been taken prior to the event, her blood glucose readings from earlier in that day, and her medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the test strips were expired and strips and control solution were replaced. Although, the test strips in use were expired and the incorrect calibration code number was set in the meter, the pt became hypoglycemic following an insulin injection following use of the reported meter. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter and strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.